Event description:
A cartridge change error was reported with the insulin pump. There was no adverse impact to the customer's blood glucose level. After troubleshooting and guidance from technical support, the customer successfully loaded the cartridge onto the pump and was able to resume insulin therapy.